Event description:
It was reported via social media that a device movement/shift and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The closure device did not stay in place and the patient experienced a cva. No further patient complications were reported.

Manufacturer narrative:
Date of event - estimated as date of event unknown. Implant date - estimated as date of implant unknown.